Event description:
Boston scientific received information that this system was exhibition noise which was oversensed and resulted in inappropriate anti-tachycardia pacing (atp). Additionally, right ventricular (rv) pacing impedance measurements were less than 200 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received nine months after the initial observations were reported that a revision procedure was performed. This device and the associated rv lead were removed from service. Insulation damage was noted on the lead. The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). The system remains implanted at this time and no other adverse events have been reported. This product issue will be updated if additional information is received.